Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported by caller that the other day they had an interstim patient who reported that their stimulator hadn't worked in a couple of years. The patient stated that it stopped working 6 months after being implanted. Caller didn't have any additional event information. No symptoms or further complications were reported.